Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radio frequency circuit board. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a lost sensor alarm. Customer also reported receiving two failed self-test alarms in the alarm history. Customer's blood glucose was unknown. Troubleshooting found the insulin pump failed a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.